Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred in the middle of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit due to the amount of time spent troubleshooting. The disposable cartridge was not available for evaluation. The exact cause of the venous air alarm is not known but is unlikely cartridge related since it occurred in the middle of the treatment. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.